Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/17 (pfs-390) pfs and medical records received. Alleges pain in left hip and buttock, limited mobility and discomfort sitting, metallosis and pseudotumor, and a post-revision surgery infection requiring additional surgery. Indications for revision surgery include increasing pain and swelling, and presence of pseudotumor. Revising surgeon described a large cystic fluid filled area near gluteus. Identified "significant granulomatous tissue throughout all aspects of the capsule". Upon removing femoral head, noted "damage inferior along the femoral neck, but not along the trunnion". There was some "black debris" around the trunnion, but "trunnion itself appeared free of wear". Records indicated no evidence of implant loosening. Adverse tissue reaction: pseudotumor added to complaint. Unclear what "damage" indicates regarding femoral neck--surgeon preserved existing stem so it appeared to be non-threatening to the construct--clearly not trunnionosis. If further information comes forth, this will be addressed further. No new information provided to affect existing MDR decision. No metal ion labs available to corroborate alleged metal ion toxicity. No prod/lot available at present time for index surgery products.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, and discomfort.